Event description:
It was reported that the patient was unable to turn on the stimulation. The ipg battery was depleted and was unable to communicate with the charger. The ipg was not charged for one and a half years. The device was removed and replaced by a new device.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation: results: the complaint was confirmed. A visual inspection of the device did not find any damage. The ipg was cut open and the battery voltage measured .835v which is below the minimum to sustain communications or stimulation. The reason for the lower battery was due to the device not being charged properly while not in use. The clinicians manual provides guidance on maintaining the ipg battery while not in use. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.